Event description:
It was reported that pump touchscreen became frozen and stopped responding to customer input, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset as instructed by technical support but remained unable to use touchscreen, had no backup insulin therapy available, and planned to contact healthcare provider, while technical support arranged replacement pump, confirmed shipping details, provided instructions about entering pump settings and reconnecting glucose sensor, and processed an out-of-warranty loaner pump agreement, including requesting corrected forms and insurance information, before ultimately sending loaner pump to customer.